Manufacturer narrative:
Device and x-rays are not available for review. Patient build, weight and activity level are unknown. No engineering analysis could be done with available information. Cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications . The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported by patient's counsel that patient underwent a total left hip replacement in 2000. Post-op patient experienced pain and was revised in 2007, wherein polyethylene wear, metal debris and osteolysis were noted.